Event description:
It was reported that during a knee replacement procedure in (B)(6) 2011, cautery was used and got too close to the lead. The lead had to be replaced because the use of cautery ¿shorted the lead out.¿ additional information received reported that the event was due to the knee replacement and the implantable neurostimulator (ins) stopped working. It was stated that the impedances were greater than 4000 ohms on all leads. The lead was replaced on (B)(6) 2012. The patient had multiple post operation visits for reprogramming; the last on coming on (B)(6) 2013. The patient had a return of urge incontinence associated with the event. There was no required hospitalization and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).